Manufacturer narrative:
The data logs show that the system was left on for a maximum of 48 hours and last measured discharge (lmd) was low (<18 amp hours [ah] = failed). The system was also stuck in overcharge. After replacing the batteries and power manager the field service representative (fsr) confirmed the batteries went to float charge in under two minutes. He tested the system and the unit operated to manufacturer specifications and was returned to clinical use. The event date is unknown, review of the log indicates the low condition most likely started on 25-jul-2015. During the laboratory evaluation both batteries will not support the system load simulator and fail to meet specifications for voltage and conductance. The power manager board met specifications for characteristics evaluated.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to medwatch 1828100-2015-00811. The field service representative replaced the batteries and installed a new power manager.

Event description:
Follow-up with the medical facility regarding battery backup failures resulted in an on-site visit. During the on-site visit, the data logs were submitted for review. The review of the data logs during non-clinical activity indicated last measured discharge (lmd) is low and suggested the batteries needed replaced. There was no patient involvement.